Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer reported of wearing insulin pump in bra in humid weather. Customer's blood glucose was 276 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.